Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), pelvic pain ("pelvic pains, intense pain") and genital haemorrhage ("abnormal bleeding (general) ") in a (B)(6) female patient who had essure (batch no. C38208) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastric bypass in 2015 and uterine fibroids. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("lower back pain"), fatigue ("fatigue ") and weight increased ("weight gain "). In 2016, the patient experienced uterine prolapse ("uterine prolapse "). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant) and menorrhagia ("increased bleeding during menstruation / bleeding"). The patient was treated with hysterectomy (partial) and salpingectomy (bilateral) on (B)(6) 2017 with essure removal. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, dyspareunia, back pain, weight increased and uterine prolapse outcome was unknown, the pelvic pain and menorrhagia had not resolved and the migraine, headache and fatigue had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine prolapse and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet provided. Patient demographic details provided; essure lot number c38208, insertion and removal date added; abnormal bleeding (general), migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, lower back pain, fatigue, weight gain, uterine prolapse were added as event. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), pelvic pain ("pelvic pains, intense pain") and genital haemorrhage ("abnormal bleeding (general)") in a 33-year-old female patient who had essure (batch no. C38208) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastric bypass in 2015, uterine fibroids, abortion spontaneous, morbid obesity, hyperlipidemia, back pain, migraine, depression, gastric bypass and endoscopy. Prominent convex to outside contour of the uterus with no filling defects there was no spill contrast material into the peritoneal cavity, was visualized. Contraceptive wires seen in the pelvis bilaterally and no radiographic evidence of tubal patency. Status post sterilization procedure. No radiographic evidence of tubal patency,no spillage on other side with good distention of uterine cavity, no edema present, scant amount of vaginal bleeding, urine output appropriate, active bowel sounds,. Concurrent conditions included dysmenorrhea, bleeding, cervical disc disease, benign polyp of uterus, spontaneous abortion, pelvic mass, infection, bladder disorder, distended blood vessels, infertility, abdominal pain upper, d & c since(B)(6) 2013, tubal ligation, hysteroscopy since (B)(6) 2015, lower abdominal pain, tubal ligation, uterovaginal prolapse, medical device site bleeding, chronic cervicitis, endometrial metaplasia, cyst, uterine leiomyoma, perineal pain and abdominal cramps. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("lower back pain"), fatigue ("fatigue") and weight increased ("weight gain"). In 2016, the patient experienced uterine prolapse ("uterine prolapse"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant) and menorrhagia ("increased bleeding during menstruation / bleeding"). The patient was treated with surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, dyspareunia, back pain, weight increased and uterine prolapse outcome was unknown, the pelvic pain and menorrhagia had not resolved and the migraine, headache and fatigue had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine prolapse and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. On (B)(6) 2011,pelvic ultrasound ,uterine posterior wall 6.8 cm fibroid increased in size. New small fundal lesion which may also. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet provided. Patient demographic details provided; essure lot number c38208, insertion and removal date added; abnormal bleeding (general), migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, lower back pain, fatigue, weight gain, uterine prolapse were added as event. On 3-apr-2018: coding description correction, no new info. On 27-feb-2018: medical records received: new reporter, patient information, relevant history and concurrent were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), pelvic pain ("pelvic pains, intense pain") and genital haemorrhage ("abnormal bleeding (general)") in a 33-year-old female patient who had essure (batch no. C38208) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastric bypass in 2015, uterine fibroids, abortion spontaneous, morbid obesity, hyperlipidemia, back pain, migraine, depression, gastric bypass and endoscopy. Prominent convex to outside contour of the uterus with no filling defects there was no spill contrast material into the peritoneal cavity, was visualized. Contraceptive wires seen in the pelvis bilaterally and no radiographic evidence of tubal patency. Status post sterilization procedure. No radiographic evidence of tubal patency,no spillage on other side with good distention of uterine cavity, no edema present, scant amount of vaginal bleeding, urine output appropriate, active bowel sounds,. Concurrent conditions included dysmenorrhea, postmenopausal bleeding, cervical disc disease, benign polyp of uterus, spontaneous abortion, pelvic mass, infection, bladder injury, distended blood vessels, infertility, abdominal pain upper, d & c since (B)(6)2013, tubal ligation, hysteroscopy since (B)(6) 2015, lower abdominal pain, tubal ligation, uterovaginal prolapse, medical device site bleeding, chronic cervicitis, endometrial metaplasia, nabothian cyst, uterine leiomyoma, perineal pain and abdominal cramps. On (B)(6)2015, the patient had essure inserted. In 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("lower back pain"), fatigue ("fatigue") and weight increased ("weight gain"). In 2016, the patient experienced uterine prolapse ("uterine prolapse"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant) and menorrhagia ("increased bleeding during menstruation / bleeding"). The patient was treated with surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes) on (B)(6)2017). Essure was removed on (B)(6)2017. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, dyspareunia, back pain, weight increased and uterine prolapse outcome was unknown, the pelvic pain and menorrhagia had not resolved and the migraine, headache and fatigue had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine prolapse and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Hysterosalpingogram - on (B)(6)2015: total bilateral occlusion on (B)(6)2011,pelvic ultrasound ,uterine posterior wall 6.8 cm fibroid increased in size. New small fundal lesion which may also quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.